Manufacturer narrative:
The patient''s age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. The angiosculpt device leaked when inflated to 16 atm, which is above rbp (14 atm). Recurrence of the malfunction could result in a vessel dissection requiring possible stent. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. (B)(6). The angiosculpt device was not returned, thus no evaluation performed. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label.

Event description:
The catheter was used for evt in the renal artery. During inflation held for a while at 16 atm, the balloon pressure was naturally going down. When the pressure got down to 10 atm, the balloon pressure was increased back to 16 atm and the procedure was completed.

Manufacturer narrative:
The angiosculpt device was returned for evaluation. Visual examination found no unusual characteristics of the device. During functional testing, the balloon was inflated multiple times to 8 atm (nominal) and 14 atm (rbp) and was able to hold pressure. A misaligned scoring element was noted, however no leak was observed, thus the device operated within specification.